Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical (B)(4)'s service department. The reported malfunction was duplicated and attributed to a corrupted configuration as a result of an incompatable user configuration installed onto the device. Zoll canada confirmed that the customer was sent a software upgrade kit recently and was advised that old configurations were not compatable once the software was updated. The user is required to enter the configuration manually on at least one device prior to saving a copy of configuration for cloning other devices. Analysis for reports of this type has not identified an increase in trend.